Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder (lot 8406508) was chosen for implantation into an atrial septal defect (asd) utilizing a 9f amplatzer trevisio intravascular delivery system (lot 8234812). During implantation, a cobra shaped deformation was observed in the occluder. The device was retracted, realigned, and flushed before re-trying implantation, but the cobra deformation occurred again. The device was removed and a replacement 22mm amplatzer septal occluder (lot 8393118) was attempted to be implanted utilizing a new 9f amplatzer trevisio intravascular delivery system (lot 8337467). During implantation, this device also had a cobra shaped deformation. Implantation was reattempted, but the issue persisted. A third 18mm amplatzer septal occluder (lot 8293150) was then successfully implanted utilizing a third 9f amplatzer trevisio intravascular delivery system (lot 8337467). The patient remained hemodynamically stable throughout the procedure. There was no interaction with any cardiac structures during the deployment of the first two devices. No angulation or kinking was noted in any of the delivery systems. There was no clinically significant delay and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and a 9f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.